Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 302 mg/dl then got down to 124 mg/dl and the sensor glucose was 79 mg/dl at the time of the incident. Customer reported that she was trying to go into auto mode yesterday and does not know if this was a sensor or auto mode issue. Customer noticed she does not get suspend alert when in auto mode, explained to customer that this is correct, suspend on low is for manual mode only. Customer treated with pump for high blood glucose. Customer reported that sensor was showing she was low when she was not and she got calibration not accepted and then change sensor. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.